Event description:
A customer reported that a system message displayed and iop (intraocular pressure) control cut off during surgery. The pack was exchanged and the issue resolved. There was no harm to the pt.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).